Manufacturer narrative:
Visual inspection under 30x magnification indicated the "j" stiffener wire has fractured approx. 4mm and approx. 8mm proximal of the weld site. The proximal section of the "j" stiffener wire, measures approx. 80mm and migrated down lead body approx. 34mm proximal of the weld site. Approx. 1mm of the distal end of the "j" stiffener wire which fractured approx. 4mm and approx. 8mm proximal of the weld site was received protruding out of the outer polyurethane insulation approx. 4mm proximal of the weld site. It appears that the entire "j" stiffener wire was received with all recorded measurements adding up to approx. 88mm..

Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, femoral. Technique/tools: needle eye snare. No complications.